Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) due to an elevated blood glucose (bg) level of 563 mg/dl and high ketones. Customer was treated with intravenous saline and insulin, and was released from the ICU the following day with no permanent damage. The cause of the reported issue was unknown. Tandem technical support performed a pump system check and verified the pump functioned as intended.